Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed a difference between the sensor glucose readings and the blood glucose readings. Customer stated that their blood glucose reading was 56 mg/dl and the sensor was reading 96 mg/dl. It was noted that the customer has treated with glucose tablets. No further information reported.